Event description:
It was reported that during use, new probe was used, but it did not respond at all, when another new monopolar probe was used it worked well. There was no patient impact.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, portions of the probe handle wire were cut when returned. The cut ends of the wire had to be stripped in order to perform a continuity test. Electrically, resistance of the entire assembly shall be less than 0.3 ohms and continuity between the cut end and the black colored connector on the proximal end of the device measured 0.3 ohms and continuity between the cut end and the molex terminal on the distal end of the device measured 0.3 ohms ¿ both measurements were in specification. For further analysis, the probe (tip) shall exhibit continuity with an end to end resistance of less than 2 ohms and the actual measurement was 1.2 ohms which was in specification. There was no damage to the probe tip and no damage to the handle. Console functional testing could not be performed due to the broken state of the device. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.